Event description:
The complainant alleged that during a training/inservice by the facility staff, the device intermittently reports a "check electrodes" message. The complainant indicated that there was no pt involvement in the reported malfunction.